Event description:
It was reported that a clearlink system continu-flo solution set leaked via a hole in the tubing. This was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing was performed and no defect was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.